Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that a decision was made to replace the lvad with another lvad. The reason for the device exchange was not provided by the customer.

Manufacturer narrative:
The pt remains on lvad support. The explanted device was returned to the manufacturer for evaluation, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.